Event description:
It was reported that during a shoulder procedure using a speedstitch suturing device, the handle on the device stopped working causing the needle to get stuck inside the handle. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.